Event description:
The manufacturer became aware that a user alleges a melted power supply or power cord on her dreamstation bilevel auto sv device. The device is not functional. The user alleges she is not getting enough oxygen through her device to her brain which is causing confusion. The user also alleges her machine has an issue related to the device's sound abatement foam with black particles in the airway of the device. There was no report of smoke, flames or exposed wires. There was no report of medical intervention. Although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury as identified in CAPA (B)(6). Multiple unsuccessful attempts were made to contact user for the return of her device with power accessories. This report will be submitted as an initial final report. A report will be filed with all applicable regulatory agencies. If additional information is made available, a supplemental report will be submitted.